Event description:
It was reported to philips that the heartstart xl+ defibrillator internal paddles did not shock during a first attempt. There was no negative patient impact.

Manufacturer narrative:
Added UDI# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
D4 added UDI# (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.